Manufacturer narrative:
Additional information: b7, e1 - facility name. B3: the date indicated is an approximation as the exact event date was not provided. The information required to enable further investigation, such as the kit¿s lot number, was not provided, and an investigation was not able to be performed. Notwithstanding, a review of complaints¿ trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.h5 - labeled for single use.

Event description:
The consumer reported conflicting results using binaxnow covid-19 ag self test on an unknown date with an unknown sample. The consumer reported their first test to be negative result. Additional testing was performed generating a positive results. No additional information, including patient outcome or treatment, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : other - device not returned; single use device.

Event description:
The consumer reported conflicting results using binaxnow covid-19 ag self test on an unknown date with an unknown sample. The consumer reported their first test to be negative result. Additional testing was performed generating a positive results. No additional information, including patient outcome or treatment, was provided.